Manufacturer narrative:
(B)(4) issued MFR. Report # 1031452-2013-01047 indicting the manufacturer as invacare - (B)(4) when the actual manufacturer is invacare (B)(4).

Event description:
The dealer reported that the concentrator shut down unexpectedly. It is unknown if the unit alarmed prior to shutting down to alert the user to switch to an alternate source of oxygen.